Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample from the subject device. The instrument channel : unspecified microbes (5cfu / channel). The air/water channel : unspecified microbes (19cfu / channel). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia (88cfu) . Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.